Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that a dissection occurred. A percutaneous transluminal coronary angioplasty (ptca) was performed on the right coronary artery (rca). A 3.00 x 38 synergy stent was deployed at nominal pressure at the rca. Following deployment, a proximal edge dissection was noted. A 3.00 x 12mm synergy stent was deployed to cover the edge dissection. The procedure was completed successfully. No further patient complications were reported in relation to this event.